Event description:
Information received from the field notes excessive battery depletion. The battery data measured at 2.51v, 15ua, 28.8 kohms and the magnet rate was 86.3. A subsequent reading gave dashes (---) for the current drain. The patient was not pacemaker dependent.